Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) started leaking upon inflation while being used in the patient. Hemostasis was achieved with another unknown non cordis device. There was no reported patient injury. The user is mynx certified. There was no damages noted to the packaging. The mynx vcd was prepped according to the instructions for use (IFU). A 6f cordis avanti sheath was used. There was no visible damage in distal end of the sheath after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) started leaking upon inflation while being used in the patient. Hemostasis was achieved with another unknown non-cordis device. There was no reported patient injury. The user was mynx certified. There were no damages noted to the packaging. The mynx vcd was prepped according to the instructions for use (IFU). A 6f cordis avanti sheath was used. There was no visible damage in distal end of the sheath after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device was not returned for evaluation. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (there was moderate tortuosity and moderate pvd/calcium in the vicinity of the puncture site) most likely contributed to the balloon leakage reported since access site factors can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.